Event description:
It was reported via voluntary medwatch the device exhibited early battery depletion. The patient was admitted after experiencing cardia arrest at home. The patient underwent emergency cardiac cath which showed nonobstructive coronaries, and transvenous pacing was inserted. He was seen by electrophysiology (ep) cardiology and underwent pacemaker replacement for complete heart block (chb). The patient did not wake up and remained unresponsive off of sedation. A ventricular fibrillation arrest with third-degree block was suspected secondary to the early battery depletion of the device. The patient underlying rhythm was found to be atrial fibrillation during pacemaker placement, and also found to have type 2 myocardial infarction/demand ischemia secondary to cardiac arrest. The patient remained lethargic and unresponsive raising concerns for possible hypoxic anoxic encephalopathy. A magnetic resonance imaging (MRI) showed significant hypoxic injury. The patient was transitioned to comfort care on and passed peacefully. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5159606